Manufacturer narrative:
Evaluated 2 open or used reservoirs .performed pre-fill test to reservoirs per (B)(4) -811. Using a new plungers reconnected and found no leaks when removing the plungers were observed during analysis. Ran basal, bolus leaking test per (B)(4) as follows: reservoirs filled with diluent and connected to a new infusion sets. Installed reservoirs and connectors into a paradigm pump. Conclusion: reservoirs no leaks. Cannot performed manual test per (B)(4) appendix g to reservoirs due to the reservoir's plunger not returned. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was leaked. The customer¿s blood glucose level was 330 mg/dl to 380 mg/dl at the time of incident. Customer stated the leak was past 2nd o-ring. The insulin pump will be returned for analysis.